Manufacturer narrative:
(B)(4). A device history record review was performed based on a potential lot number (71f19g1938) provided by the customer. Lot number 71f19g2461 provided by the customer was not a valid lot in sap. A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per (B)(4) (released 03-dec-2018), supplier (preox) made the following changes: kz-05501-002 luer plastic lor syringe: a. Changed plunger material from profax 535 to profax 531. B. Changed to new plunger tool. C. Changed to new mold for blue stopper. D. Changed molding location for the plunger and the blue stopper as follows. Plunger: from fleimaplastic in germany to gpe, germany. Blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed based on a potential lot number provided by the customer. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the lor syringe is leaking water. The lot involved was mainly the lot# 71f19g1938 but we cannot provide the exact number of complaints with 71f19g1938 and lot# 71f19g2461 because the lot number is not on the syringe. 10 patients were involved and faced this incident. Clinical consequences: the epidural space is difficult to locate because of the lack of resistance. Out of the 10 patients involved there were one or two dura mater breach. So, no serious injury but few blood patches were applied with efficiency. Further information indicated that 5 patients had a blood patch procedure and those reports are filed as serious injury.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lor syringe is leaking water. The lot involved was mainly the lot# 71f19g1938 but we cannot provide the exact number of complaints with 71f19g1938 and lot# 71f19g2461 because the lot number is not on the syringe. 10 patients were involved and faced this incident. Clinical consequences: the epidural space is difficult to locate because of the lack of resistance. Out of the 10 patients involved there were one or two dura mater breach. So, no serious injury but few blood patches were applied with efficiency. Further information indicated that 5 patients had a blood patch procedure and those reports are filed as serious injury.